Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment but could not pass through the lesion. Subsequently, it was observed that the proximal end was fractured and went missing. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable post-procedure.